Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Proposed code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined; however, it is known that a competitor cup/liner was used with zimmer biomet head, and this is considered off label use per IFU as it states under precaution "implant components from other systems can result in inaccurate fit, incorrect sizing, excessive wear and device failure". It is unknown if this off label use causes or contributed to the reported event. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown smith & nephew liner unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient was revised one (1) month post implantation due to dislocation. The head was explanted. The liner and cup belonged to a competitor.